Manufacturer narrative:
The distributor reported the AED will not power on and is displaying a service code of 'battery voltage (mv), which may be related to cycles of incomplete self-tests due to a depleting battery. The maintenance schedule is not reported. The battery pack has an expiration date of april 2028. The distributor used an alternate battery pack to clear the service code warning and download the log history file. Review of the log history file revealed that the device entered service in november 2022. No pads were attached to the device at that time; no pads warning was displayed, and the asi was flashing red. By june 2023, the battery pack was depleted. A new battery pack was installed in july 2024, the service codes were cleared with a manual self-test and the log history file was downloaded. Advised the distributor that the original battery pack should be removed from service due to being depleted; it will not be returned to the manufacturer for analysis. The customer's failure to promptly address red asi warnings reduced battery life expectancy, as the service code warnings were not addressed by the customer. The AED is ok to remain in service with the new battery pack. No additional information is available at this time to further investigate the event. The IFU states: although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.